Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of the essure coils had migrated and perforated her uterus,migration of essure outside of uterus on left side,coil seen coming into endo from the left side') and genital haemorrhage ('bleeding') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression and headache. Concurrent conditions included dysfunctional uterine bleeding, endometriosis, menorrhagia and vaginal bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as ethinylestradiol;norgestimate (mononessa). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia"), dysmenorrhoea ("dysmenorrhea cramping") and migraine ("migraines/headaches"). On (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type") and pruritus ("itching thighs and stomach"). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain/loss specify which one"). In (B)(6) 2013, the patient experienced bipolar ii disorder ("psychological or psychiatric problems condition: bipolar type 2,") and tooth disorder ("dental problems"). On an unknown date, the patient experienced dysgeusia ("taste of metal in her mouth"), abdominal pain ("left abdominal pain,right abdomen pain"), endometriosis ("endometriosis") and complication of device insertion ("left tube took over an hour half to place"). The patient was treated with escitalopram oxalate (lexapro), ibuprofen, nystatin, olanzapine (zyprexa) and surgery (ablation and surgery for essure removal). Essure was removed. At the time of the report, the uterine perforation, bipolar ii disorder, dysmenorrhoea, migraine, tooth disorder, vaginal discharge, abdominal pain, endometriosis, rash, pruritus, weight fluctuation and complication of device insertion outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, alopecia and dysgeusia had not resolved. The reporter considered abdominal pain, alopecia, bipolar ii disorder, complication of device insertion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, migraine, pelvic pain, pruritus, rash, tooth disorder, uterine perforation, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: she does not have the means to pay for an essure removal operation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: results: migrated and perforated her uterus; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : pelvic pain,uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of the essure coils had migrated and perforated her uterus,migration of essure outside of uterus on left side,coil seen coming into endo from the left side'), genital haemorrhage ('bleeding') and bipolar ii disorder ('psychological or psychiatric problems condition: bipolar type 2,') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression and headache. Concurrent conditions included dysfunctional uterine bleeding, endometriosis, menorrhagia and vaginal bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as ethinylestradiol;norgestimate (mononessa). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia"), dysmenorrhoea ("dysmenorrhea(cramping)") and migraine ("migraines/headaches"). On (B)(6)2013, the patient experienced rash ("rashes or skin conditions type") and pruritus ("itching thighs and stomach"). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain/loss(specify which one)"). In (B)(6) 2013, the patient experienced bipolar ii disorder (seriousness criterion medically significant) and tooth disorder ("dental problems"). On an unknown date, the patient experienced dysgeusia ("taste of metal in her mouth"), abdominal pain ("left abdominal pain,right abdomen pain"), endometriosis ("endometriosis") and complication of device insertion ("left tube took over an hour half to place"). The patient was treated with escitalopram oxalate (lexapro), ibuprofen, nystatin, olanzapine (zyprexa) and surgery (ablation and surgery for essure removal). Essure was removed. At the time of the report, the uterine perforation, bipolar ii disorder, dysmenorrhoea, migraine, tooth disorder, vaginal discharge, abdominal pain, endometriosis, rash, pruritus, weight fluctuation and complication of device insertion outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, alopecia and dysgeusia had not resolved. The reporter considered abdominal pain, alopecia, bipolar ii disorder, complication of device insertion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, migraine, pelvic pain, pruritus, rash, tooth disorder, uterine perforation, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: she does not have the means to pay for an essure removal operation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: results: migrated and perforated her uterus; on (B)(6)2015: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : pelvic pain,uterine perforation. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: device removed added.. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), uterine perforation ('one of the essure coils had migrated and perforated her uterus,migration of essure outside of uterus on left side,coil seen coming into endo from the left side') and bipolar ii disorder ('psychological or psychiatric problems condition: bipolar type 2,') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression and headache. Concurrent conditions included dysfunctional uterine bleeding, endometriosis, menorrhagia and vaginal bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as ethinylestradiol;norgestimate (mononessa). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criterion medically significant), dyspareunia ("pain during intercourse/dyspareunia"), dysmenorrhoea ("dysmenorrhea(cramping)") and migraine ("migraines/headaches"). On (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type") and pruritus ("itching thighs and stomach"). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain/loss(specify which one)"). In (B)(6) 2013, the patient experienced bipolar ii disorder (seriousness criterion medically significant) and tooth disorder ("dental problems"). On an unknown date, the patient experienced dysgeusia ("taste of metal in her mouth"), abdominal pain ("left abdominal pain,right abdomen pain"), endometriosis ("endometriosis") and complication of device insertion ("left tube took over an hour half to place"). The patient was treated with escitalopram oxalate (lexapro), ibuprofen, nystatin, olanzapine (zyprexa) and surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, dyspareunia, alopecia and dysgeusia had not resolved and the uterine perforation, bipolar ii disorder, dysmenorrhoea, migraine, tooth disorder, vaginal discharge, abdominal pain, endometriosis, rash, pruritus, weight fluctuation and complication of device insertion outcome was unknown. The reporter considered abdominal pain, alopecia, bipolar ii disorder, complication of device insertion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, migraine, pelvic pain, pruritus, rash, tooth disorder, uterine perforation, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: she does not have the means to pay for an essure removal operation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2015: results: migrated and perforated her uterus; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : pelvic pain,uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : following events were added: bipolar ii disorder, migraines/headaches, dental problems, dysmenorrhea(cramping), vaginal discharge, endometriosis, itching thighs and stomach,rashes or skin conditions, weight gain/loss(specify which one), left tube took over an hour half to place. Reporter information added. Medical history, concomitant conditions, concomitant products and treatment drugs added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.